Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte night aligners, patient has reported that their upper central incisors are still overlapping and upper right central overlaps their upper right lateral incisor. Their lower teeth are not matching as well. They also mentioned about their teeth being sharper than they were and that they have cut their tongue on their lower teeth. They also noted that they have experienced lower jaw pain. Requested information, more information on teeth feeling sharp and provided tmj discomfort recommendations.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.